Event description:
The reporter stated the haptics of an eyconics lens broke, using an msi-pf injector, an mtc- 60c fp cartridge and a foam tip plunger. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval: injector lot number search: cartridge lot number search: foam tip plunger lot number search. Results : an injector lot number search was performed and nine similar complaints were found. A cartridge lot number search was performed and no similar complaints were found. A foam tip plunger lot number search was performed and no similar complaints were found.